Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. It was reported that bactec bottles were ongoing status while they have been removed from the instruments. No other issues were reported. Bd investigated the issue. Bd reset iis on the application server and re-booted all nuc adapter pc¿s and re-started the instrument adapter services. Bd restarted cce services from the application server and confirmed that the system works as expected. The issue is resolved. This is an unconfirmed failure of a bd product. Review found that complaints of this type were under statistical control for the month of april. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ informatics solution vial status and results aren't updating according to the instruments. No patient impact reported.